Event description:
It was reported via repair work order that the side rail would not latch up due to a broken top rail and locking spindle. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.